Manufacturer narrative:
Block g2: the voluntary user medwatch number is mw5159258. Block h6: device code a0501 captures the reportable event of dart detachment that was left unretrieved inside the patient.

Event description:
It was reported that, during a procedure using a capio device, the dart detached. The dart fell inside the patient and the physician stated that it would have more risk if the detached dart would not be retrieved and remained inside the patient. No patient complications were reported.